Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Investigation is in process, once the investigation is complete a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. High gradient/regurgitation due to immobile leaflets is a known failure mode for bioprosthetic heart valves. Without the return of the valve for analysis, a root cause could not be determined. A supplemental report will be filed if the device is returned or if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 19 months post implant of this bioprosthetic valve in the tricuspid position, echocardiogram showed an immobile valve leaflet with a 6mm mean gradient and severe regurgitation. Subsequently, a non-medtronic transcatheter valve was implanted inside the valve. No adverse patient effects were reported.